Event description:
Patient presented to the physician with pain at the ipg site after weight loss. Physician brought the patient into the operating room, removed the ipg, capped the stimulation and sensing lead, and closed the site.